Manufacturer narrative:
One cadd solis vip was received with a damaged lens. The event history log was reviewed and there was a "cassette not attached properly" alarm. Sensor and functional testing were conducted on the pump and the reported "cassette not attached properly" issue was able to be duplicated. The downstream occlusion (dso) sensor was unresponsive due to contamination/foreign particulate. The cause of the issue was attributed to the user. The contaminated dso sensor was replaced to resolve the issue.

Event description:
Information received that a smiths medical cadd®-solis vip 2120 model entered alarm indicating cassette not properly installed. Event discovered during preventative maintenance. No patient adverse events reported.